Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire tip separation of this nature may happen when the core is subjected to tensile or torsional overloads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped, in this case, within the anatomy or another device in order to create the required forces to damage the wire as described. There was no definite indication in the case description as to what may have caused the guide wire to become trapped; however, patient anatomy, lesion morphology, and/or resistance between the products can all be factors. In this case, the vessel was described as heavily tortuous which may have contributed to the guide wire becoming trapped. In this case, since the tip separated in such a tiny branch, there were no attempts to retrieve it. Any attempts to move the guide wire in a trapped state would have then caused the reported tip separation. Per the instructions for use (IFU), do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. No damage to the guide wire tip was reported prior to use, which could indicate that the damage was likely not pre-existing. The guide wire was not returned which may have aided in the evaluation. Overall, the reported guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that when the guide wire was removed at the end of the stenting procedure, approximately 2 mm of the tip broke off in a branch off the distal posterior descending artery. Since the tip broke off in such a tiny branch, there was no attempt made to retrieve it. There were no adverse patient sequela. The physician did not feel it was a device issue, rather it was from torquing the guide wire. He has seen the patient since the procedure and the patient is doing fine. No additional information was provided.